Event description:
Baxter (B)(4) received a report that one (1) infusor device backflowed during filling from the fillport. The device was being filled with 5-fluorouracil and saline. There was no patient involvement, injury or medical intervention. The actual sample is available. ¿no additional information.

Manufacturer narrative:
(B)(4). Baxter received one sample containing fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow was observed at the fill-port. No other observation was noted. The sample was subsequently disassembled for examination. As a result, a tiny glass fragment (approximately 1.2 mm in size) was found under the checkband. No other cause of back-flow was found during the examination. Based on the findings, the back-flow condition was caused by a glass fragment introduced into the fluid pathway during filling without the use of a filter. A batch review was conducted which found no nonconformances. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.